Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and review of the pump history revealed loss of prime alarms associated with zero force. The pump was rewound, loaded, and primed successfully during evaluation.